Event description:
User facility reported that the needle did not fully engage into the safety device causing a needle-stick injury with the user. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.